Event description:
It was reported that an ilet bionic pancreas became unresponsive during a dexcom g6 change and could not be unlocked or advanced through the user interface despite troubleshooting steps including charging and hard resets, after which the user transitioned to backup therapy and the device was replaced. Symptoms included no reported adverse health effects or blood glucose issues. Outcomes included no medical intervention or hospitalization. Investigation included device replacement logistics and attempts to obtain blood glucose details. Investigation of this case revealed an unresponsive screen or user interface malfunction consistent with a hardware or firmware fault. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of unknown root cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.